Event description:
It was reported by a pt's father that the pt was found dead in his bed by his roommate. The cause of death was unk and the rptr stated, the body was at the coroner's office. F/u with the coroner's office revealed that the device was not explanted and the cause of death was pending. The body was given to a funeral home. A call was placed to the funeral home and it was found that the device was not explanted and most likely still in the pt as they do not typically explant any devices. Good faith attempts to obtain add'l info have been unsuccessful to date.